Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient faced an insulin flow blocked for the fourth time. The alarm occurred during therapy. No further information available.